Event description:
Additional information received noting that the cause of death for the patient was septic shock and the death is not related to the vns. The patient experienced seizure reduction with the vns and was receiving therapy at the time of death. The patient was an inpatient and the death was witnessed.

Event description:
It was reported that the patient recently passed away due to respiratory failure. No other relevant information has been received to date.